Manufacturer narrative:
A direct correlation between the device and the reported driveline infection could not be conclusively established. The device was returned assembled with the pump cable severed approximately 7.5 inches from the pump housing. Two sections of the pump cable measuring approximately 7 inches and 3 inches in length were also returned; however, the remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned with the bend relief engaged. The device appeared to have been exposed to a fixative agent prior to being returned. Examination of the inflow cannula revealed a fixed deposition of post-explant blood on the proximal edge of the lumen. Examination of the inflow cannula, pump cover, rotor well, and rotor did not reveal any developed depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The pump was connected to and operated on a heartmate 3 functional tester and the device operated as intended in accordance with manufacturing specifications. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to a possible driveline infection. The signs and symptoms were not provided. The patient was treated with intravenous antibiotics and discharged on (B)(6) 2017. On (B)(6) 2017, the patient was readmitted due to driveline infection and fever. On (B)(6) 2017, a surgical driveline revision took place. On (B)(6) 2017, a positron emission tomography CT scan showed an infection of the driveline and the pump. The pump was subsequently exchanged on (B)(6) 2017. No additional information was provided.